Event description:
Event description guidant received information that this bi-ventricular pacemaker exhibited a battery status near eri and indicated <0.5 years longevity remaining. A follow-up visit was scheduled for april 11, 2006. There were no adverse patient effects reported.